Event description:
A device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation the device was visually inspected and found evidence of foam degradation and foam particles were observed in the blower kit. In addition to the above findings, it was also determined that the lcd screen had debris, the upper and bottom enclosure had cosmetic damage and the buttons were damaged. If any additional information is received, a follow up report will be filed.